Event description:
It was reported that the device had a power on reset (por) and had reached elective replacement indicator (eri). The por was cleared, software was re-loaded, and parameters were reprogrammed. The device was subsequently explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant: 4592 implantable pacing lead 2005-(B)(6).

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset.